Manufacturer narrative:
Additional information: h6, h11. H11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a clearlink paclitaxel set was altered from the undiluted etoposide used. The filter of the device was damaged by the chemo. This was observed prior to patient use. There was no patient involvement. No additional information is available.